Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 38 synergy drug-eluting stent, it was noted that the stent had separated struts when the device was taken out of the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.